Event description:
It was reported that during the procedure, the 28 mm liner could not be implanted into the size ff/46 cup. After several attempts, the liner would not implant and the cup was loosening. The first cup was removed and a larger cup implanted. A 32 mm liner was attempted to be used and would not implant. A ceramic liner was able to be used to complete the procedure. There was a 30-minute delay. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: phone number: (B)(6). G2: foreign ¿ china the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6; h10 visual examination of the returned product identified the shell was returned with lot 66458964 liner firmly seated within it. The top flat surface of the shell has nicks and scratches, the internal thread has nicks. The outside of the high wall for lot 66458964 liner has indentations, gouges and scratches. The top flat surface and o.d. Visible through the shell¿s threaded hole have indentations, the i.d. Has nicks and scratches. Lot # 66521546 liner has gouges and scratches on the outside of the high wall, the i.d. Has nicks and scratches present. No other damage was noted review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.